Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not flowing properly while using a secondary IV medication set. The clinical practice coordinator tried the issue and found that there was minimal flow of the secondary IV and that the primary IV line was running at the same time as the secondary one. The staff also noted that the secondary medication had more than the usual amount of medication left in the bag after the IV pump had run its course. This occurred during medication treatment at the 4w oncology department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.